Event description:
It was reported that patients implantable pulse generator (ipg) was unable to enter MRI mode successfully even though impedance were low and within normal ranges. The patient underwent an ipg replacement procedure and was doing well post operatively.